Manufacturer narrative:
Full UDI is not available due to missing lot number.

Event description:
The user facility reported that burrs and bits have snapped during cases, while being used with a tpx micro drill. There is no information available regarding adverse consequences, surgical delay or medical intervention at this time.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.